Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose for the last couple of weeks. Blood glucose has been in the 20 mg/dl range; current reading is 52 mg/dl. The customer has treated with food and glucose tablets. The customer experienced lips tingling, hands numbness, cold sweats, confusion and seizure. Her blood glucose had been between 220 and 235 mg/dl all day but it dropped to 52 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer was disconnected during prime. Reservoir is showing the same amount of insulin as shown on the status screen. Customer has checked the settings. Customer stated she wore the insulin pump during mammogram. She declined to perform the displacement test. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.